Event description:
It was reported that the shaft was separated. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, the materials being advanced through the shaft always get caught on the shaft. Consequently, it was noted that the shaft has been separated at the radiopaque helical collar area of the catheter. This occurred outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Initial reporter city: (B)(6).